Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The iesu unit was analyzed, and the error was confirmed using system logs. A visual inspection identified an issue that may be related to the event, and during testing the unit displayed error m-02-3 on startup; however, review of the erbe log recorded errors m-31 and m-02. The probable root cause could not be determined; however, the cause is likely due to a component failure within the operation of the erbe.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that an error m-02 occurred on the integrated electrosurgical unit (iesu) or erbe generator. The user had attempted multiple power cycles, including a hard power cycle by removing the power cord, but the issue persisted. The user planned to use a backup generator for the procedure. No known impact or patient consequence was reported.